Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by customer that catheter popped off during flush. Verbatim: attempting to de-clog patient's existing pleurx catheter by flushing with sterile water through a connected pleurx lockable drainage line and the connector on the pleurx catheter popped off during flush. Slide clamp from lockable drainage line kit immediately applied. Thoracentesis then performed for patient to drain pleural effusion and pleurx catheter was removed. What was the original intended procedure? : attempting to de-clog patients existing pleurx catheter by flushing with sterile water. What was the impact to the patient? No. Where is the catheter located? Discarded . Was the pleurx catheter occluded? Attempt was made to irrigate the catheter for possible tpa. This is when the valve came completely off the tubing. Was the clamp open during the reported issue " disconnected catheter valve from the catheter? The clamp was not on the catheter during these attempts.

Event description:
It was reported by customer that catheter popped off during flush. Attempting to de-clog patient's existing pleurx catheter by flushing with sterile water through a connected pleurx lockable drainage line and the connector on the pleurx catheter popped off during flush. Slide clamp from lockable drainage line kit immediately applied. Thoracentesis then performed for patient to drain pleural effusion and pleurx catheter was removed. What was the original intended procedure?: attempting to de-clog patients existing pleurx catheter by flushing with sterile water. What was the impact to the patient? No. Where is the catheter located? Discarded. Was the pleurx catheter occluded? Attempt was made to irrigate the catheter for possible tpa. This is when the valve came completely off the tubing. Was the clamp open during the reported issue " disconnected catheter valve from the catheter? The clamp was not on the catheter during these attempts.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001441804 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.